Manufacturer narrative:
The patient was born in 1972. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient got exposed to poor environment/source of water which led to peritonitis. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Thirteen days after the onset, the patient recovered from the peritonitis and the unspecified antibiotics were stopped. At the time of this report, the pd therapy was ongoing. No additional information is available.